Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.2, lab: 4.7. Both samples were obtained at the lab using the same venipuncture sample. Customer was advised of correct procedure per package insert. Pt's therapeutic range is 2.9-4.1. Customer called back on (B)(6) 2011 and tested a healthy adult (non-coumadin user) with result of 0.9.